Event description:
The customer states the device displays an ECG error. These was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.